Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support if the issue reoccurs.